Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of a silent nite sleep appliance broke off, not other information was provided.

Event description:
Update: the patient received the device on (B)(6) 2025 and reported on (B)(6) 2025 that on (B)(6) 2025 the anchor broke off. "Pt called in and mentioned her snore guard broke. Per pt "the knob that attaches to the hinge came off". Called glidewell and rep who mentioned guard is still under warranty until (B)(6) 2028. Per rep we can order pt a new one and send broken one back to get the warranty or pt can send her broken one in to get fixed. Let rep know to just order new one with scan they have".

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Additional information: b5: "describe event or problem". D4: "model #" & "catalog #". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
A3 female. A6 white. The manufacturer internal reference number is: (B)(4).